Event description:
On (B)(6) 2022, the patient received the following results within 15 minutes: "lo" mg/dl (less than 20 mg/dl) and 104 mg/dl. On (B)(6) 2022, the patient received the following results within 15 minutes: "hi" mg/dl (greater than 600 mg/dl) and 149 mg/dl.